Event description:
It has been reported that a revision surgery was performed, due to loosening. Product was implanted in 2007. An exact date was not provided.

Manufacturer narrative:
The products were visually examined, and a technical and rem analysis was performed. The technical analysis revealed the following information: sparse bone on-growth is indicative of insufficient osteo integration of the stem at the time of its explantation. Since no information, such as surgical reports, x-rays, histological analysis or pt-related details were received, further investigation is not feasible. The shiny areas on the stem's surface might be the result of friction against the adjacent bone tissue. A roughness analysis of the surface showed values within the specified range, which indicates no considerable abrasion. Based on the received information, the root cause of the reported stem loosening cannot be established.